Event description:
A woman whose son had purchased a set of billy bob teeth called the health dept to complain of the unsanitary conditions under which the teeth were being fitted and sold. Complainant stated that the teeth were trimmed using an unsanitized knife. Following a february 5, 1999, inspection of billy-bob teeth midwest, temporarily doing business, inspection report was issued to a salesperson, listing the violative conditions observed by state food and drug investigator. In addition, notice of detention was issued, stating the dept of health had probable cause to believe he was in possession of adulterated and/or misbranded devices distributed by your firm. During the inspection the investigator determined that the firm distributes reprosil, a prescription vinyl polysiloxane dental impression material. Reprosil is a device as defined in the health and safety code. The above mentioned inspection revealed that the reprosil devices repackaged and distributed by the firm are adulterated within the meaning of the health and safety code in that the firm has modified the us food and drug administration approved indications for use of the device to include their use for entertainment purposes. Modifying the approved indications causes the device to become a class iii device and as such, the device must have an approved application for premarket approval, or be exempt from such requirement. Additionally, the reprosil dental impression material is a prescription device. Prescription devices may be used only by or on the order of a practitioner licensed by law to use the device in the course of their professional practice. Our february 5, 1999, inspection revealed that the reprosil being sold to consumers was not dispensed by a practitioner or pursuant to a practitioner's order, nor did adequate instructions for use accompany this device. Failure to conform with the requirements cause the device to be misbranded. It is a violation of the health and safety code to introduce or deliver for introduction into commerce any device that is adulterated or misbranded. Failure to correct violations can result in civil, criminal, and administrative penalties as provide in the act. Inspection report states: "an inspection of your establishment has been made. Your attention is directed to the conditions observed and noted below: 1. Firm is selling reprosil vinyl polysiloxane impression material and denture - type teeth. Firm is not licensed to possess or distribute a prescription device." On friday, 2-5-99, this investigator rec'd a complaint referral by telephone from the consumer health supervisor for the health dept. They explained that an anonymous woman had phoned them to complain that a vending booth was selling novelty false teeth under unsanitary conditions. He stated that she said that she watched salespeople at the booth custom-fit the teeth with a knife that was not being sanitized. After consultation with central office, the FDA investigator met at the health dept, which is across the street from the investigation site, for a joint investigation. Initially they observed the two billy bob salesmen demonstrating their products to customers gathered around their booth. The FDA investigator saw that the products in question are like small upper dentures, consisting of several teeth attached to pink plastic-type gums, designed to fit over one's own upper front teeth and intended to be humorous in appearance. They come in several styles and were being sold either in clam-shell type packaging with a label card insert, along with two unlabeled packets of putty adhesive (one red, one white, separate from the teeth package but included with the purchase), or unpackaged for custom-fit on the spot using putty adhesive from labeled jars of adhesive. They watched as one of the salesmen sold a set of teeth to a customer. After the customer selected his style, the salesman wiped his fingers with a baby wipe and took small portions of red putty-type substance and white putty-type substance from each of two jars. He blended the putties together with his fingers, rolled it into a rope between the palms of his hand, then applied the putty to the inside surface of the dentures, pushing it down into holes in the gums for good adhesion. He then handed the teeth to the customer and instructed him to bite down into the putty and hold it in place until the putty set. They noted that the booth had no hand wash facilities, that there were cigarettes, drinks, and over the counter drugs on the table with the teeth, and that both salesmen were taking their own fake teeth in and out of their mouths while demonstrating the products. There was a bottle of purell brand hand sanitizer on the table, but the salespeople were not observed to use it. During this time the salesman initiated contact with the investigators, giving them his "sales pitch" and describing his product. The salesman was also playing with a folding pocket knife; when the FDA investigator asked him what it was for, he stated that it wasn't for anything, that he was just playing with it, and he put it in his pocket. The FDA investigator asked if he could look at the jars of putty. He explained that they were american dental association approved and allowed me to see the labeling. They were "reprosil vinyl polysiloxane impression material" "putty catalyst" and "putty base". The FDA investigator noted that each container had the statement "caution: us federal law restricts this device to sale by or on the order of a dentist." While the FDA investigator was examining the containers, the salesman commented that they were probably with the health dept, and the FDA investigator agreed that this was so. At this point the FDA investigator found a telephone and consulted with central office. After being instructed to detain the products, the FDA investigator informed the events manager, of the situation and asked if they could be assisted by a police officer.